Event description:
The customer reported, "high pressure alarm only works intermittently. Has occurred while on pt and while on test lung. Unk settings at this time, unable to confirm for sure whether pip actually went above hp setting, or whether alarm may have been "pre-silenced" from the previous alarm condition".